Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised force sensor system alarm and insulin pump not detecting the reservoir due to motor error alarm. Insulin pump passed displacement test, self-test, and unexpected restart error test. The insulin pump passed all operating currents tested with in the specific range and passed off no power test. Insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The insulin pump kept pushing insulin out. The reservoir's sensor was not detecting the reservoir in the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.